Manufacturer narrative:
Age at the time of event: under 18 years. Device evaluated by MFR: the device was returned for evaluation. The burr, annulus, sheath, coil, and handshake connection were microscopically and visually examined. It was noted that the annulus was damaged. A test guidewire was used as the guidewire used in the procedure was not received with the device. The guidewire could not be advanced due to the annuls damage. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was not able to get any speed and the stall light came. The advancer was dismantled and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the use. The dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03463. It was reported that the rotawire sheared off. The 80-90% stenosed target lesion was located in a moderately tortuous and moderately to severely calcified middle left anterior descending artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During procedure, it was noted that the burr sheared off the rotawire. Snaring was done to successfully remove the rotawire fragment and the procedure was completed with stents and balloons. There were no further patient complications reported.